Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/28/2020. A manufacturing record evaluation was performed for the finished device pe5762 batch number, and no non-conformances were identified. It was received for analysis an empty opened labeled winding former, a detached needle and a suture piece of product code z924h, lot pe5762. Additional h3 device evaluation summary: during the visual inspection of the needle, the swage and attachment area were as expected, and remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the ends of the suture were cut appears to be by use of the surgical instrument. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance - pull off suture needle, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, it was found that the suture had been detached from the needle. There were no adverse consequences to the patient. No additional information was provided.